Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. The ccm touchscreen was replaced, and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during testing of the device at the service center, the central control monitor (ccm) touchscreen could not be calibrated. There was no patient involvement.